Event description:
It was reported that an adverse event occurred. The sensor had been inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient experienced loss of consciousness of an unknown etiology. The patient was found by her mother, unconscious on the floor with a lump on her head. Emergency medical services (ems) was called; upon arrival, a blood glucose (bg) was performed which was 600 mg/dl. The patient was transported to the hospital where she was admitted, evaluated, treated with short and long acting insulin, and a head computed tomography (CT) scan was performed which was normal. Her cgm and tandem pump were removed prior to the head CT scan. It was determined the patient had fallen and hit her head; however, it was unknown why the patient fell. The attending physician did not suspect the patient¿s glucose was the cause her loss of consciousness. The patient was uncertain but suspected her fall was related to a low bg which she over treated. The patient was released from the hospital an unspecified amount of time later. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.